Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ponsky dual port feeding tube adapter was returned for evaluation. Gross visual evaluation was performed. The catheter, bolster and ponsky dome were noted to be missing. The caps on the device appeared intact. Based on the sample evaluation, the investigation is unconfirmed for the loose cap issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post placement procedure, the cap on the feeding adapter became loose. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some post placement procedure, the cap on the feeding adapter became loose. There was no reported patient injury.

Event description:
It was reported that approximately eight days post device placement procedure, the cap on the feeding adapter became loose. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ponsky dual port feeding tube adapter was returned for evaluation. Gross visual evaluation was performed. All closure straps and plugs on the device appeared intact as well all ports. Both closure straps and plugs of the device were inserted into their ports with applied pressure; no issue was noted. Ports were examined while closed and both did not appear to be loose. Therefore, the investigation is inconclusive for the reported loose cap issue as the exact circumstances at the time of reported event was unknown and sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.